Event description:
Peritoneal dialysis nurse (pdn) called corporate product surveillance (cps) (B)(6) 2011 to report that the home patient (hp) stated during a routine visit to the facility (B)(6) 2011 that he had been overfilled by his homechoice (hc) machine, product code and serial number unknown, on (B)(6) 2011. Pdn stated that the incident was not previously reported to baxter. Pdn stated that the hp says he woke up during therapy feeling swollen and distended. Pdn stated that the hp then did a manual drain, draining 7000mls. Pdn stated that the hp then reconnected to the hc machine and continued therapy without further event. Pdn stated that she does not know which pd solutions the hp was using during the event. Pdn stated that the hp had not mentioned the event until (B)(6) 2011. Pdn elaborated that the hp had 2.5 liters of fluid in before he went to bed and his initial drain was set for 50mls. Pdn stated that the hp did that because he admitted he sometimes skips fill before going to bed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of the complaint database revealed that the device was returned to baxter on (B)(4) 2011 for an unrelated case. The increased intra-peritoneal volume (iipv) event was confirmed based on the reported drain volumes; however, the reported iipv could not be confirmed in the event history log review, because the occurrence date had been overwritten in the logs. A cause was undetermined. This issue is being investigated through a CAPA.